Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: 8 months after revision surgery due to periprosthetic fracture, insufficient bone healing was observed in a heavy patient. No information concerning patient age, comorbidity or behaviours that could affect bone metabolism is available. No reason to suspect that a faulty device led to this revision.

Event description:
Revision surgery planned after 9 months from the primary due to negative progression (insufficient osseointegration and not optimal healing). The patient had cerclage installed after a previous bone fracture (on (B)(6) 2019). Lot number not available.

Manufacturer narrative:
Batch review performed on 6 march 2020: lot 171566: (B)(4) items manufactured and released on 4-aug-2017. Expiration date: 2022-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.